Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator was not switching on. The customer reported the device was not in use on patient at the time of the event occurred.

Manufacturer narrative:
The field service engineer evaluated the device and verified the alleged condition. The power supply assembly, rotary encoder and display data cable were replaced. The ventilator passed all test and operated within the manufacturing specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.